Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion seal (dso) was delaminated. Service history identified the complaint was not related to a previous service of the device within the review period. There was no evidence in the event history log. Functional testing confirmed the customer reported issue. The device was unable to properly insert the remote dose due to the damaged lemo connector. The lemo connector and dso seal were replaced.

Event description:
It was reported that the device bolus port was damaged. The issue was discovered during testing. There was no patient involvement. Device analysis found a delaminated downstream occlusion seal.